Event description:
New information received notes that when the patient presented through merlin.net transmission, post-paced t-wave oversensing was observed again on a stored egm. The recommended programming changes will be made during the device check.

Event description:
It was reported that when the patient presented through merlin.net transmission, post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. No patient symptoms were reported. Programming changes were made.